Manufacturer narrative:
Our field service engineer replaced the control printed circuit (pc) board according to the recommendation in the service manual. Pre-use test and simulated use test ventilation was performed in a reference ventilator, but the problem could not be reproduced. The evaluation of the received device logs show that after the start of the nebulizing program, a software error alarm indicating failed handling of remaining nebulizing time were generated four times in a row. This prompted automatic restarts of the breathing subsystem to rectify the detected problem after each of these software error alarms. After four unsuccessful restarts with persistent inability to handle the remaining nebulization time, the ventilator per design subsequently generated a technical error code indicating disabled valves. The conditions causing this problem were lost when the ventilator manually was turned off and on again (rebooted) which indicates that the cause was a temporary corruption of data or data that was momentarily perceived as corrupt by the breathing subsystem at the time. In conjunction with the four unsuccessful restarts attempts, the breathing subsystem could not connect to its persistent memory which has parameter information stored. In such situation, the ventilator will by design start up in infant patient category with default settings.

Event description:
(B)(4)

Event description:
It was reported that the ventilator generated two technical error codes while it was connected to a patient. One indicated an internal memory error and the other one indicated disabled valves. The ventilator was then replaced by another one. There was no patient harm reported. (B)(4).